Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the logs indicated a 297 error related to the video processor (vp). The customer performed an emergency power off (epo) of the vision side cart (vsc) and inspected the cabling and power; the system displayed 370 and 319 faults, both referencing the vp. The site had a seconded system available and planned to swap out the vsc. The system remained down. The procedure was aborted to another da vinci system, with no reports of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: prior to the start of the procedure, during case setup and before anesthesia, the system was powered on and an error message appeared. The staff requested for assistance, ultimately the issue was found more significant than initially anticipated. After consulting with dvstat and performing further troubleshooting, the site determined that the error was due to a fatal flaw. Fortunately, an alternative vsc with the same update was available for substitution, allowing the case to proceed without complications.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the video processor (vp) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The vp was analyzed and found to have electrical and fiberoptic defects/component or module issue. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue. It was concluded that dwa board has failed and is.